Manufacturer narrative:
The manufacturer previously reported a ventilator failed to operate as designed. The device was evaluated at a third party service center and the customer's complaint was confirmed. The device's machine flow sensor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to operate as designed. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.